Event description:
It was reported the lead had a very high threshold and intermittent loss of capture. The lead was removed and replaced and it was noted there were no signs of a lead defect. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The full lead in segments was returned and analyzed.